Event description:
The pt reported blood glucose results of "333 mg/dl and 180 mg/dl" with the lifescan meter, performed within 10 minutes of each other. However, the customer care advocate (cca) discovered that the pt was incorrectly applying the blood to the test strip. The cca verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca walked the pt through two consecutive control solution tests and the results fell outside the specifications. The test strips and control solution were replaced. This complaint is being reported due to the two failed control solution tests.